Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v568201, implanted: (B)(6) 2011, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per patient that the leads from her face were removed due to infection. Unknown event date. They also stated the patient has cognitive issues.